Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. The customer's blood glucose (bg) level ranged from 300-428 mg/dl at the time of the event, and was addressed via a bolus using the pump. The customer was able to successfully load a new cartridge and resume insulin delivery.